Event description:
Customer reported an error code at start up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended.